Manufacturer narrative:
Additional information provided revealed that the physician repositioned the ipg and the patient was reportedly doing fine.

Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties due to the position of the pocket.

Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties due to the position of the pocket.